Manufacturer narrative:
(B)(4).

Event description:
It was reported on 05/24/2016 that the patient was seen that day. The patient¿s generator reportedly had 1/3 of its battery remaining despite only being implanted (B)(6) 2016. The physician said the battery was "trending toward yellow.¿ no additional relevant information has been received to date.

Event description:
The decoder was reviewed on 07/06/2016 for the patient's m103 device. History shows that high impedance was seen day of implant due to the stored fet value but once this was cleared through systems diagnostics a good value of 1772 ohms was seen and was then stored on the programming system after an interrogation was performed. There are no issues present in terms of the patient's settings or battery status. Decoder show 2.829 battery voltage remaining with high programmed settings of 3.0 ma and 45% duty cycle with a high pulse width of 750.

Event description:
The patient's ifi-yes flag was seen and patient is referred for 106. Surgery is likely but has not occurred to date.

Manufacturer narrative:
Incorrectly submitted incorrect date of (B)(6) 2016. The date should have been (B)(6) 2016. Evaluation codes, supplemental MDR #1 inadvertently did not update the evaluation codes.

Event description:
Implant card was received on 11/03/2016 stating that the patient had a generator replacement on (B)(6) 2016 due to battery depletion. The generator was sent to pathology and discarded per hospital protocol.